Event description:
It was reported that the latch lock sensor failed during testing. There was no report of patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that latch/lock sensor failed" was confirmed through functional testing per pvt. Found latch/lock sensor defective. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.